Event description:
It was reported that the patient underwent an unrelated surgical procedure and did not place their ipg into surgery mode as recommended. The patient lost therapy. A manufacturer representative met with the patient and was able to recover the ipg. Effective therapy was restored.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.